Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the tissue damage and mitral valve replacement surgery. It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (71221u130) was implanted reducing mr to a grade of 1. Approximately one-year post procedure, the patient returned in a bad clinical state showing symptoms of dyspnea and fatigue. Echocardiogram was performed, and mr had increased to a grade of 4. It was suspected by the physician that the implanted clip was not fully closed. On (B)(6) 2019, a second procedure was performed to treat increased mr with a grade of 4. Echocardiogram showed two jets; one in the medial part of the valve, and another in the lateral part. One clip (90223u124) was advanced, and grasping was performed on the medial part of the valve. The first grasp was noted to be too high on the mitral valve plane. The clip was repositioned, but when coming back to the valve plane, the physician felt tension in the clip delivery system (cds) due to the clip being caught in tissue. The clip was freed and was again repositioned. Grasping was performed; however, mr was unable to be reduced. It was then noted that a tear on the anterior leaflet occurred. The procedure was aborted, and the mr remained at a grade of 4. A few hours later, the patient underwent mitral valve replacement surgery. The mitral valve replacement was successful, and the patient remains in stable condition. No additional information as provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported difficult to remove appears to be due to user technique/procedural circumstances. Lastly, the reported tissue damage appears to be due to the reported interaction with chordae/ cascading effect of difficult to remove. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.